Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.this is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05849. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with tvah/bso, cystoscopy, anterior vaginal and paravaginal repair and posterior repair; due to total vaginal prolapse, genuine stress urinary incontinence and cystocele. It was reported that following insertion the patient experienced erosion, infection, urinary problems, organ perforation, recurrence, bleeding, and dyspareunia. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urgency, nocturia, burning with urination, cystocele, and dysuria. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh removal on (B)(6) 2016 by dr. (B)(6) at (B)(6) medical center.